Manufacturer narrative:
Results: the distal shaft of the px slim delivery microcatheter (px slim) was ovalized approximately 0.2 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the distal tip of the px slim was ovalized. This type of damage typically occurs due to improper handling during use. If the px slim is tightly gripped or pinched during insertion into another catheter, the px slim may become ovalized. The observed damage to the px slim likely contributed to resistance experienced during the procedure. Penumbra catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using px slim delivery microcatheter (px slim). During the procedure, the physician advanced two other manufacturers'' catheter and angiographic catheter into the patient and then placed a stent graft in the target vessel before attempting to advance the px slim; the physician was unable to advance the px slim through one of the other manufacturer's catheter and therefore, attempted to advance the px slim through the other manufacturer's angiographic catheter. While advancing the px slim through the angiographic catheter, the physician experienced resistance and therefore, the px slim was removed. The procedure was completed using another manufacturer's microcatheter. There was no report of an adverse effect to the patient.